Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product was not returned for analysis. No testing methods performed. (B)(4).

Event description:
A customer reported that about a year ago, 4 months after having the pillar implant procedure, one of the three implants had protruded and the customer's doctor removed it. The roof of her mouth has been sensitive to hot and cold since it was removed. The two remaining pillars do not bother her in any way but they have not stopped her snoring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.